Event description:
It was reported that the patient was having a revision on the day it was reported due to high impedances on the 0 through 7 side of his lead. It was indicated the patient was initially getting great therapy. Prior to starting the revision, it was noticed that the implantable neurostimulator (ins) was discharged and was therefore being charged. The following day it was indicated that the lead was partially disconnected from the ins. It was put back in and impedances checked were all within range. Coverage was reported to be great and patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information from the physician reported the cause of the event was the stimulator ¿not working¿ and ¿reprogramming would not work.¿ during a revision on (B)(6) 2012 it was confirmed the front wire came out of the battery. It was noted an x-ray was performed on (B)(6) 2012, but the leads were not visualized. The hcp noted good results from the revision. It was stated that the revision required outpatient hospitalization and the patient recovered without sequelae. Surgical notes indicated the lead wire was not replaced, only cleaned and reconnected to the implantable neurostimulator (ins). The patient had good stimulation after the surgery. This information was also reported in manufacturer's report #3004209178-2012-09324. Any additional information that is received will be reported as a supplemental report to this report.

Manufacturer narrative:
(B)(4).